Manufacturer narrative:
B3: on an unreported date around apr2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b7, d10. Correction: b5: it was not reported if the patient was hospitalized in (B)(6) 2023 for the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.